Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Insulin pump received with no button response due to unlocked j2 connector on lcd board noted. Unable to verify no delivery alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm and scratches on the front side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.